Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this left ventricular (lv) lead was observed to be broken. The lead was capped and surgically abandoned and another manufacturer's lv lead was successfully implanted. No adverse patient effects were reported.